Event description:
Pca adapter had cracked appearance just under the white filter. Nurse went through three adapters to find one that functioned properly. IV fluids are leaking out and blood backed up at IV site.